Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and examination of the returned part determined that returned tibial articular surface provisional found signs of repeated use and a fracture on the both sides of the post. Gouge marks and dents were noted which is indicative of repeated use. All pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument had fractured during disassembly in decontamination. Attempts have been made and no further information has been provided.